Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during an atrial fibrillation case, a right bundle branch heart block was noticed in the patient. The caller reported that the when checking the views of both ventricles on ice, with the soundstar catheter in the rv, a right bundle branch heart block was noticed on the recording system. The caller reported that the right bundle branch heart block was confirmed via the recording system as well. The caller reported that they then paced with the bi-directional cs catheter and the smarttouch sf catheter, both in the rv, and the patient was brought out of right bundle branch heart block. The caller reported that the patient is in stable condition. The following bwi device were also in use: pentaray catheter (catheter information unknown), bi-directional cs catheter (catheter information unknown), smarttouch sf catheter (catheter information unknown), vizigo sheath (vizigo sheath information unknown).